Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine office visit this pacemaker had evidence of oversensing in stored episodes. It was reported that back in (B)(6) 2018, the device was reprogrammed to unipolar due to a single high out-of-range right atrial (ra) lead impedance measurement. In office testing noted that when the minute ventilation (mv) sensor was programmed on, ra impedances were > 3000 ohms but with mv programmed off, ra impedances were in the 600s. Boston scientific technical services (ts) noted that the ra lead is a competitor lead which makes micro-movements on the anodal ring more likely. Ts recommended programming the atrium to bipolar sensing, unipolar pacing, and mv off. The patient is not pacemaker dependent and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population.